Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to noise and oversensing resulting in an inappropriate shock. The inappropriate shock did not result in therapy exhaustion. No additional adverse patient effects were reported.